Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the bottom of the cassette; subsequently, a leak was noted. The tubing set was to used to deliver an unspecified volume of platelets, at an unspecified rate. After an unspecified length of time after the tubing set was primed, a 50-60ml of platelets leaked from the bottom of the cassette of the tubing set. The physician was notified and determined that no additional platelets needed to be ordered to be delivered to the patient. A visual examination of the tubing set at the user facility found a hairline fracture in the plastic of the tubing set. No specific details were provided the tubing set was replaced and the remainder of the platelets was delivered. There were no reports of adverse patient effects an no reports of delay in therapy critical to this patient. Thought requested no additional information was provided.